Event description:
A 4.5 platinum shaver bring used during arthroscopy shoulder surgery. Shaver started to make a clicking noise and then stopped functioning. Surg tech examined shaver and could not get it to spin any more. Shaver handed off the field and a new one was opened.